Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10may2019. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the unit had an primary alarm failed error code. There was no patient involvement.

Manufacturer narrative:
MFR received date: 22 may 2019. Date of report received: 10 jun 2019. The manufacturer's field service engineer confirmed the reported alarm issue. The customer replaced both speakers and still had a primary alarm failure. The manufacturer's field service engineer replaced the central processing unit board and ran a performance assurance test to resolve the issue. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 13aug2019. The part was returned to the manufacturer for failure investigation. It was determined that a review of the drpta identified the following sequence of error codes: 1102 and 1118. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.